Manufacturer narrative:
This is our final report on this incident.

Event description:
Initially the customer reported unexpected positive test results on erytype reverse a1 cell (2+ instead of negative) leading to failed qc after daily maintenance. A repeat testing on tango optimo gave the same result. At that time the customer used erytype s abd+rev.a1,b lot #8844110-00. When the customer used a different lot of erytype s abd+rev. A1, b (lot #8835120) the qc passed. The customer provided a tango optimo image that showed a false positive reaction of erytypecell a1 on erytype s abd+rev.a1,b: the cell button was not completely resuspended and therefore assessed as a positive reaction by the instrument. Visually it was assessed correctly as a negative reaction. Due to the false positive result with erytypecell a1 the overall result of tango optimo was flagged by a question mark. No false overall result was shown and released by the instrument. During its shelf life, the retention sample of erytypecell a1&b was tested by our quality control laboratory with different samples on the retention samples of both erytype s abd+rev.a1, b lots (lot #8835120 and #8844110). All positive and negative reactions were correct. We did not observe any false positive reactions or insufficiently resuspended negative reactions. After this investigation was completed by our quality control laboratory, the customer sent in three kits of erytype s abd+rev.a1, b lot #8844110 for investigational testing. Our quality control laboratory tested seven plates out of these three kits on tango optimo. One plate showed air inclusions in the anti-a, anti-ab and anti-d wells. Based on this test result the complaint was classified as a confirmed erytype related complaint. The issue of air inclusions is handled within the deviation process. Due to the risk assessment that a) the air inclusions can easily be identified as such and b) that a verification of the tango optimo results is required by the customer, no actions on the market were initiated. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lot. But based on a confirmed complaint a deviation was initiated to find the root cause for the air inclusions on erytype. The affected tango optimo was inspected by our field service engineer. A validation was run and the system performance found to be within manufacture specification. Collected log files did not show any issue relevant abnormalities. No indication for an instrument malfunction could be identified, the service engineer confirmed a proper function of the instrument. Based on the first information provided in the complaint we filed our initial report to FDA for erytypecell a1&b. With the investigation result at hand, we decided to file instead the final report for erytype s abd+rev a1,b, lot #8844110-00. .

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that the quality control on erytypecell a1, b (ref: 816056100; lot# 8927011-00) was failed by using erytype s abd+rev.a1,b lot #8844110 on tango optimo. The customer stated that the a1 cell should yield into a negative (neg) reaction, but yielded into a 2 + positive reaction. The customer checked the alignment but did not find any irregularities. The customer repeated his qc testing once using the same reagents and once using a different lot of erytypecell a1, b. The test results show the false positive reaction again. The quality control passed by using erytype s abd+rev.a1,b lot 8835120 so the issue occured when using erytype s abd+rev.a1,b lot #8844110. The customer did not return the supposedly defective product erytypecell a1, b (lot# 08927011-00) for investigational testing but provided images of the tango instrument. These images show that incompletely resuspended cells in the a1cell well were assessed as positive reactions by the tango instrument. Our quality control laboratory tested 12 edta donor samples with erytype s abd+rev. A1, b lot #8844110 and lot #8835120 and erytypecell a1&b (lot 8927011-00) within their shelf life. All positive and negative reactions were correct. We did not observe any false negative reactions nor insufficiently resuspended negative reactions. All negative reactions were completely resuspended. The testing by our quality control laboratory confirmed the correct function of the allegedly defective lot # 8927011-00 erytypecell a1 & b. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lot. As the customer provided samples of erytype s abd+rev.a1,b lot #8844110, the investigation of our quality control is still ongoing. The last preventive maintenance of the affected tango optimo was performed on august 27, 2019, investigations are ongoing.